Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is to inform updates in section d9 and g1. D9 updated from yes to no. G1 updated the contact office email address to olympusmdrcontact@olympus.com.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported "tip missing from top of 26 fr cystoscope noted at end of case (prostate resection therapeutic procedure) when completing the set count and they have not obvious on first set count pre op". There were no reports of patient harm.